Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as itchy burning sensation middle of their back where te pads are. Patient has a pre-existing skin condition known as sericeous which they already have medicine for, it was not noted if the pre-existing condition is exacerbating the skin issue due to the lv. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed steroid cream for the skin irritation. Follow up indicated that the skin irritation improved.